Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that their quality control (qc) was within the acceptable ranges for glucose (glu) but was out of range for carbon dioxide (co2). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument, verified the system fluidics and replaced the photometer flash lamp. The cse verified proper functioning of the system and quality control. The cause of the discordant, falsely low co2 and glu results is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and glucose (glu) results were obtained on patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). Sample ID (B)(6) was repeated three times on an alternate dimension vista instrument, resulting higher. Sample ID (B)(6) was repeated on the same instrument, also resulting higher. The repeat results for co2 and glu were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 and glu results.